Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer contact reported an adverse event while the device was in use. The endotool was being used to manage the pt's blood glucose level. It was reported after an unspecified length of time in use, the nurse noted that the endotool had not sounded an alert that a blood sugar was due. The nurse went to the central nurse's station computer and noting that endotool was "deactivated." The endotool was restarted. The pt was receiving an unspecified insulin infusion for approximately one hour when the pt's blood glucose was checked. The blood glucose reading was 60 mg/dl. The glucose value was entered into endotool and based on the endotool recommendation, one ampule of 50% dextrose was administered to the pt. Fifteen mins later, the pt's glucose was in the "90" mg/dl range. The glucose value was entered into endotool and based on the endotool recommendation, an additional one-half ampule of 50% dextrose was administered. There were no reported adverse pt sequelae. Though requested, no additional info was provided.